Manufacturer narrative:
(B)(4): however, the primary issue was with the lancet device. Since the lancing device was not available, testing could not be performed on the lancing device. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging he received a meter kit that was not sealed when he received it and noticed that a lancet was in the lancing device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.